Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, customer has had a rectal perforation and has had a hartmann's procedure. This lady had previously had a failed sns and starr procedure. She had been using the qufora system but this had not always been effective, so she was trained on the peristeen system which went well. No further information available at the moment.